Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis verified that communication with the device could not be established and no tones were present with magnet application. The device was connected to an external power supply. All device low voltage power supplies and current measurements were in specifications, and the device functioned properly. In summary, the no telemetry condition was found to be the result of a severely depleted battery. The root cause analysis of the severely depleted battery was inconclusive.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned for disposal. Neither implant nor explant dates were recorded. Routine initial device testing indicated that detailed analysis was required. To date, there have been no reported adverse patient effects related to this clinical observation.